Manufacturer narrative:
According to the power management graph shows that the detailed trace analysis confirmed that there were no unexpected pump error 25 alarms noted or triggered. The backup battery unloaded voltage was not less than the 3.7 volts for 240 consecutive minutes and the loaded voltage was not less than the 3.5 volts for 4 consecutive hours. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple power system error alarms and the device stopped working. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.